Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2014. The device is not indicated for use in pediatric patients. The patient also reported insertion in the arm. The device is not indicated for insertion in arm. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.